Event description:
Surgeon informed the sales rep that the variax foot plate was broke 6 weeks after surgery. The patient was wearing the heel shoe. Patient was revised on (B)(6) 2015.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of the variax foot plate ¿ postoperative breakage could be confirmed. The macroscopic and microscopic investigation revealed that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The investigation with sem shows on the fractured surface the appearance of a forced rupture as well as a low cycle fatigue rupture. The fracture surface reveals predominant proportions of forced rupture as well as minimal swinging lines of a fatigue breakage to some extent. The root cause of the failure was one or repeated powerful dynamically overload of the fracture area of the plate prior to bon consolidation at early mobility. Indications for material or manufacturing related issues were not found in this investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for material or manufacturing related problems were not found in this investigation.

Event description:
Surgeon informed the sales rep that the variax foot plate was broke 6 weeks after surgery. The patient was wearing the heel shoe. Patient was revised on (B)(6) 2015.